Manufacturer narrative:
The investigation was completed and noted the following: product was received. The root cause to (B)(6) automated impella controller error is due to an optical bench fw communication protocol anomaly. Service history review was completed and noted there were no issues related to the complaint discovered when reviewing the product history of console (B)(6). Correction. The following fields were corrected as part of this follow-up report. D2a. Common device name, d2b. Procode and g4. PMA/ 510(k).

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. The aic generated a ¿controller error¿ alarm, and the ao signal was temporarily absent. The event persisted for approximately one minute, after which the system self-resolved without requiring intervention. No recurrence of the alarm or signal loss has been observed since. As a precautionary measure, a backup console was placed in the room to ensure immediate availability of support in the event of unexpected pump stoppage.